Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range shock impedance measurement of greater than 200 ohms. Technical services (ts) recommended the patient be evaluated in clinic. This device remains in service. No adverse patient effects were reported. Additional information was received that the cause of the out of range shock impedance measurement was due to a procedure that the patient underwent. The impedance measurements were verified to be stable and no indications pointed to any lead anomalies. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range shock impedance measurement of greater than 200 ohms. Technical services (ts) recommended the patient be evaluated in clinic. This device remains in service. No adverse patient effects were reported.